Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose was 50 mg/dl at the time of incident and other blood glucose levels were 40 mg/dl, 96 mg/dl, 132 mg/dl. The customer treated low blood glucose with food. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Based on customer¿s report customer alleging over delivery. The customer was wearing the insulin pump when low blood glucose event was reported. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.